Manufacturer narrative:
A visual inspection of the returned device revealed that the sheath was found separated (torn) at its proximal end (near to the handle). There was no other issue noted, and the pull wire was not broken. The functional evaluation could not be performed due to the separated sheath. The reported event of pull wire broken was not confirmed, however, the failure found (separated sheath/torn) is an issue that could have been generated due to the interaction with the scope, the interacting with other devices, or due excessive manipulation of the device by the user. This condition does not allow the device to perform its function to extend and retract the basket. Therefore the most probable root cause of this complaint is ¿operational context¿, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure the performance of the product was limited. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used for a rigid ureteroscopy procedure on an unknown date. According to the complainant, during the procedure, the pull wire of the gemini stone retrieval basket broke, and was unable to open. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.

Manufacturer narrative:
Exact event date is unknown; however it was reported that the procedure took place in sometime in (B)(6) 2017. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used for a rigid ureteroscopy procedure on an unknown date. According to the complainant, during the procedure, the pull wire of the gemini stone retrieval basket broke, and was unable to open. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.